Event description:
Olympus received a report starting that following colonoscopy,the patient sustained an approximately two centimeter perforation in the anterior aspect of the cecum. The patient was subsequently taken for a second set of endoscopies at the same facility, both egd and colonoscopy, as well as a colonoic depression procedure. At some point, the treating physician reportedly stated that the light source air pressure setting had been on high. Following the re-examinations, the patient was reportedly transported to the emergency room of another medical facility. It was reported that when the patient arrived at the unidentified facility, the patient was on a ventilator, was intubated, and was experiencing multiple system organ failure. CT imaging was said to have confirmed a perforation, which was subsequently surgically repaired. At some unknown time thereafter, the patient was discharged from the facility.

Manufacturer narrative:
The device referenced in this report had been returned to olympus for service on 07/16/2007 with a report stating "default on air flow-auto high setting." Upon evaluation, the unit was noted to have a low battery. During the evaluation, the device did not recall the user settings due to the low battery. In addition, the output socket pins were corroded and worn, which was likely due to fluid damage and extended use. The main switch was cracked and the external screws were corroded, which appears to be due to physical damage and fluid damage respectively. The light source was then serviced and was returned to the facility. The cause of the patient's outcome cannot be conclusively determined. The device instruction manual instructs users to change the air/water pressure as necessary for the technique being used. If additional information becomes available later, this report will be updated. This report is being submitted as an MDR in abundance of caution.